Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values six days after the sensor was inserted in the abdomen. The patient experienced dizziness and loss of consciousness while trying to retrieve glucose tablets. There was no mention of cgm reading, alerts, alarms, or bg prior to onset of symptoms or at the time of the event. The patient reported that the cgm was not low but did not provide a value. The patient was found unconscious by the spouse and unable to take carbohydrates by mouth, so emergency medical service was called. The patient was treated with unspecified IV glucose and transported to the emergency department. The patient could not recall bg or cgm readings for the entire event, but mentioned that they were "way off," around 43 mg/dl apart. The patient recovered after treatment and was discharged the same day. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. It has been reported that readings were around 43 mg/dl off. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.